Event description:
It was reported that the patient presented in clinic due to suffering a fall. During clinical evaluation, it was determined that the patient suffered increased heart rate. It was found that capture was lost due to increased capture threshold, and low impedance was noted on the leadless pacemaker. X-ray revealed microdislodgement/reorientation of the patient's lp. No intervention was performed. The patient was stable.